Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room with discomfort due to phrenic nerve stimulation (pns). Remote transmission revealed that the left ventricular (lv) lead was dislodged and displaying fibrillation waves on the presenting rhythm. X-ray confirmed that the lv lead had pulled back to the right atrium. The lv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, extra cardiac stimulation, far p oversensing and failure to capture. As received, a complete lead was returned in one piece. The reported events of far p oversensing and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. The s-curve hump height was measured within specification.

Event description:
New information received notes that the left ventricular lead was completely pulled out of position resulted in loss of capture.